Event description:
It was reported that following implant of an inflatable penile prosthesis (ipp) the patient experienced urinary incontinence requiring the use of pads. It was further noted that during urination their stream sprayed or spiraled accompanied by a burning sensation. The patient also reported pain at the incision site, redundant/bumps skin for which their physician suggested topical ointment, and that the pump component was too close to the base of the penis causing the deflate button to rub. No further details or patient complications were reported.

Event description:
It was reported that following implant of an inflatable penile prosthesis (ipp) the patient experienced urinary incontinence requiring the use of pads. It was further noted that during urination their stream sprayed or spiraled accompanied by a burning sensation. The patient also reported pain at the incision site, redundant/bumps skin for which their physician suggested topical ointment, and that the pump component was too close to the base of the penis causing the deflate button to rub. No further details or patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported adverse events of incontinence, urinary, pain, dysuria, inflammation skin, irritation skin, and malposition of device are known risks of the device. The allegation of incontinence, urinary, pain, dysuria, inflammation skin, irritation skin, and malposition of device was unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to incontinence, urinary, pain, dysuria, inflammation skin, irritation skin, and malposition of device which includes but is not limited to device malfunction or defective components. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established.